Event description:
Caller alleged discrepant results compared with the coaguchek meter. Only one out of six results were reportable. Results as follows: date: (B)(6) 2011, inratio2: 2.7, coaguchek: 1.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with reference results provided by end-user at time complaint was filed: inratio2: 2.7, reference: 1.7, mean: 2.2, confidence limits: 1.4 - 3.1. Analysis of customer's data revealed that inratio2 and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Strip lot in complaint is expected to be returned and will be investigated if and when it is returned. No further investigation will be pursued at this time. As of 11/30/2011, thirteen discrepant complaints have been reported for lot #257067, yielding a complaint rate of 0.005%, which is below the action threshold of >0.07% monitored by qa for corrective action. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.